Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
H4: additional: the device manufacturer date was provided as 09/20/2016. H4 of this follow up has been updated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(6). Device evaluation: the catalys laser system was examined and tested at the customer location by an jjsv field service specialist (fss). The fss checked the vacuum, energy and power. Dav and mock treatment was done. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. The reported complaint was not confirmed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center is reporting since the laser equipment was upgraded, it is experiencing irvine-gass syndrome macular edema with four cataract patients that are discovered at a post op exam after having a catalys laser procedure. A description from the surgeon indicated the patient developed macular edema on the right eye after cataract surgery at a certain time coinciding with the variation of the parameters of the catalys, that increased the time of action of the emptiness on the eyeball and therefore of the treatment. The surgeon's comment was that the vacuum and treatment time was higher due to the system upgrade. The patient experienced loss of 2 or more of lines best spectacle corrected visual acuity (bscva). It was reported the patient received medical treatment for more than 2 weeks. The patient outcome reported as satisfactory. This is 4 of 4 reports. Separate reports will be submitted for each patient.